Event description:
Alleged that the knee function will run down unintentionally.

Manufacturer narrative:
The facility's biomed found the knee switch on the right side caregiver board was stuck. The biomed replaced the switch to repair the bed.